Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. The patient's initial hcgb result was 2.14 miu/ml. The patient had a previous hcgb result for around 700 miu/ml. The patient then repeated the sample and the results were 5453 miu/ml and 5462 miu/ml. 5453 miu/ml was reported outside the laboratory. There were no adverse events. The hcgb reagent lot number was 175098. The expiration date was requested but not provided. The field service representative went on site. It was noted the customer had not calibrated since february and did not perform quality control before running the sample.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. A general reagent issue was not identified. According to recent performance checks, the analyzer was working to specifications.